Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while inputting the personal profile settings, the customer did not change the default 5 hour bolus duration to 4 hours. After a bolus was delivered, the incorrect bolus duration setting was observed. Blood glucose was 264 mg/dl. Tandem technical support assisted the customer with correcting the bolus duration setting.